Manufacturer narrative:
(B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device beeps error 41786/0004. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Visual inspection showed the device was in good condition. Service history identified this device has not been service in the past. There was no evidence to review in event history log. During functional testing, the device beeps error code 41786 and the primary reported error was replicated. The cause of the problem was the main board was inoperable. The main printed wire assembly (pwa) board was replaced. Device passed all functional tests after the repair.